Event description:
It was reported that during pm, the pressure given out is 10-13 mmhg more than what it was set to. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record identified no related findings/repairs to the reported event. The unit functioned normally. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.